Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : d224trk implantable cardioverter defibrillator (ICD) (B)(6) 2010; 7121 competitor implantable tachy lead (B)(6) 2010. (B)(4).

Event description:
It was reported that the right atrial lead was undersensing. The lead remains in use. No patient complications have been reported as a result of this event.